Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 239 mg/dl, 290 mg/dl, and 490 mg/dl, which was treated with insulin pump. Customer reported that high blood glucose began on (B)(6) 2017. Customer did not go to the hospital but did talked to a diabetes educator. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined to check for air bubbles, possible site or insulin issues. Customer stated that the settings were correct. Did not perform high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. Customer also mentioned past event issue with the sensor. Threshold suspend was triggered when blood glucose was above the threshold suspend limit. Troubleshooting was not performed. No product is returning.